Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not detect a shockable rhythm when one was present. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was not returned to stryker for evaluation however the software logs were reviewed and the reported issue was verified. It was determined that the customer was using two devices at the same time and that they could be hearing each other's signal, creating more impedance and requiring more data for an accurate analysis. The root cause was determined to be user error. H3 other text: device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device did not detect a shockable rhythm when one was present. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not detect a shockable rhythm when one was present. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.